Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one euphora balloon catheter had inflation difficulties during balloon inflation. The device also had balloon deflation difficulties following the first inflation, and the device would not deflate at the lesion site. Prior to use the stylette stuck to the balloon when it was being removed, and a little more force than usual was applied to remove the stylette. The stylette stuck to the user's glove upon removal. The patient had presented with a non-st-elevation myocardial infarction (nstemi) and the lesion being treated was in the proximal left anterior descending (lad) artery. The euphora balloon crossed the lesion, was inflated but then was unable to deflate. The balloon was able to be pulled out over the non-medtronic guidewire and removed still inflated. It was observed upon removal that the balloon tip appeared to be folded over. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for analysis. Balloon folds were open on receipt of the device. Crystallized contrast was visible in the balloon. Inflation/deflation lumen was necked. It was not possible to preform inflation or deflation testing due to the condition of the inflation/deflation lumen. Distal balloon folds were pulled distally and bunched. No other deformation was evident to the remainder of the device. Lot number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Analysis correction: the inner lumen could not be verified with a mandrel most likely due to the necking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.